Manufacturer narrative:
A keyboard was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and found dome slippage on some of the metal domes underneath the keyboard. The keyboard was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to dome keypad slippage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, an 840 ventilator had device alert and unresponsive keyboard error. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and replaced the keyboard assembly. The unit passed all testing and operated within the manufacturing specifications.